Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the needle got stuck in the serter and detached from the sensor. The customer reported that this occurred with four sensors from the same box. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the products for analysis.

Manufacturer narrative:
(B)(4) inspected five opened/used enlite sensors and inspected insertion needle for burrs/hooks. Four of five needles failed per specification with dull needle tips. The last needle passed per specification.